Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history could not be performed as the lot information regarding the complaint device was not provided. It should be noted that the mitraclip instructions for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. As it was reported that the mitraclip device was used on the tricuspid valve, this incident is considered an off-label use of the device; however, the off-label use did not likely influence the single leaflet device attachment (slda). All available information was investigated and a definitive cause for the slda could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on an unspecified date, the patient, with tricuspid regurgitation, underwent a mitraclip procedure, with implantation of a mitraclip. On an unspecified date, the clip detached from one tricuspid leaflet. A second mitraclip procedure was scheduled for (B)(6) 2018, to implant a second mitraclip at the tricuspid leaflet. No additional information was provided.